Manufacturer narrative:
Investigation summary: the report of spot on the blister and on the device. The samples received verify foreign matter on the device and on the blister pack. The root cause of spots on the device is associated with the molding machine. It is possible there was an issue with the incoming material into the mold machine, thus causing the gates on the mold to block and therefore manifested onto the component. The root cause of spots on the blisters is associated with the multivac machine, this is an isolated incident however the cleaning schedule is under review. The report of torn package during the kit assembly caused by the not well defined pre-cut. The samples received verify package difficult to open, tears. Based on the investigation, the root cause of this complaint is associated with the perforation station. The blade maintenance program is still under review. The time frame between blade replacement was previously adjusted as a result of this issue, but review is still on going. Complaints trending for issue will be monitored closely going forward. The non-conformances were reviewed for this batch and there was no record of non-conformance associated with this batch.

Event description:
It was reported that 68 bd posiflush¿ xs pre-filled nacl 0.9% flush syringes' packaging had poor perforation and were hard to open before use. Additionally, 153 bd posiflush¿ xs pre-filled flush syringes nacl 0.9% had foreign matter found on them and in their packaging before use. The following information was provided by the initial reporter: "1 torn package during the kit assembly caused by the not well defined pre-cut. 2 spot on the blister and on the device."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 68 bd posiflush¿ xs pre-filled nacl 0.9% flush syringes' packaging had poor perforation and were hard to open before use. Additionally, 153 bd posiflush¿ xs pre-filled flush syringes nacl 0.9% had foreign matter found on them and in their packaging before use. The following information was provided by the initial reporter: "1 torn package during the kit assembly caused by the not well defined pre-cut 2 spot on the blister and on the device."